Manufacturer narrative:
A ge rep evaluated the system and found it was the interconnect cable that was frayed; repaired interconnect cable. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the workstation power cord is frayed. No pt injury was reported.